Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream test" was reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream/force sensor that was out of calibration. The downstream/force sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of a failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.